Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient advocate that one of the leads was not connected. A surgical procedure was done and took a long time as reported. Attempt to obtain additional information was unsuccessful. Available information indicates that this right ventricular (rv) lead is still in service. No additional adverse patient effects were reported.